Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. No treatment required. No adverse event reported. Requested return of suspect system, however, customer indicated she would not be returning products. Replacements were sent.

Manufacturer narrative:
The event occurred in (B)(6).